Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed high out of range shock impedance measurements. An x-ray was performed; it was thought the issue may be due to a right ventricular lead microdislodgement. However, there was concern that the issue may be due to a connection issue. An internal technical service consultant was contacted and recommended performing isometric maneuvers to further assess lead integrity. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.